Event description:
A distributor reported that the tubing separated from the internal retention dome of a peg tube as the physician attempted to remove the peg using the traction procedure. The retention dome was lost between the patient's stomach and abdominal wall. The patient was given prophylactic penicillin and developed a reaction to it. They were admitted to the hosptial for treatment of the reaction and to monitor the abdominal pain. According to the physician the patient is a poor risk for general anesthesia because of their medical condition. Anesthesia is needed to remove the dome from the peritoneal space.